Event description:
Caller reported an issue with touchscreen responsiveness on the pump, where the screen was frozen and not responding to input. The customer confirmed that blood glucose levels did not exceed 500 mg/dl, reporting a value within normal range. Technical support provided information for a pump reset, which the customer performed successfully, resolving the issue and allowing interaction with the pump screen.